Event description:
Info received indicates the brake is not holding on the right side of the bed.

Manufacturer narrative:
The tech found the brake casters were out of adjustment. He adjusted the brake casters to repair the bed.